Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). It was reported that the device alarmed with panel connection lost. No patient was connected at the time of the event; therefore, no clinical impact occurred. Log files were not received for further technical analysis. The "panel connection lost" alarm indicates that communication between the interaction panel and the ventilator unit is interrupted. A replacement ip esm was provided to address the reported issue. According to the information received, this resolved the issue. Hamilton medical considers this case closed

Event description:
It was reported that the device alarmed with panel connection lost. No patient was involved

Event description:
Hamilton medical ag received the following event description: quotation from the reporter: "power connection lost". No patient involvement. Further inquiries have been sent to the customer to obtain additional details about the reported event as it remains unclear whether the alarm was a power connection lost or a panel connection lost.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.